Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol onflex mesh on (B)(6) 2018 and perfix plug on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 ¿ patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of onflex mesh (device 1). Per op notes, ¿a small indirect hernia sac was dissected free. A medium onflex mesh (device 1) was placed in the preperitoneal space and secured to transversalis fascia using sutures.¿ on (B)(6) 2019 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug (device 2). Per op notes, ¿direct defect was noted. A small perfix plug (device 2) was placed in inguinal canal and tacked to pubic tubercle to inguinal ligament using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2018) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g3, g6, h2, h4, h6, h10, h11. Corrected fields: d.6a (date of implant). This supplemental emdr represents the bard/davol onflex mesh (device 1). An additional supplemental emdr was submitted to represent the perfix plug (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol onflex (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol onflex mesh on (B)(6) 2018 and perfix plug on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.